Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test with a deviation of +13.15%. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device failed the accuracy test with a deviation of +13.15%. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the uso seal separating and clock battery past replacement spec. The complaint could not be confirmed with visual inspection or functional testing. The accuracy test was performed, and the device delivered 20.8 ml, which is within range at +4%.